Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that: a 7.0mm titanium matrix polyaxial screws (04.632.745 lots 6749879) was received under the complaint condition broken: intraoperatively. The matrix spine system is a posterior thoracolumbar pedicle screw, hook and rod fixation system (technique guide j9698-d). The complaint description states: ¿surgeon removed the hardware at l4-5 bilaterally due to a broken screw at the right l4 body¿when the surgeon proceeded to remove the hardware at the contralateral side; a piece of titanium broke off on another one of the screws.¿ the returned implants were examined under magnification; however the complaint condition of ¿broken¿ was unable to be confirmed in either instance. The returned screws were received intact, with the polyaxial heads attached and the threads in good condition. The minor wear present is consistent with that which would be sustained through being implanted and explanted. This complaint condition of ¿broken intraoperatively¿ was not confirmed for the returned implant as it was found to be in good condition. No deficiencies were identified in the design or manufacturing of the implants. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was previously fused in late 2013@l4-5 with synthes matrix. The surgeon removed the hardware at l4-5 bilaterally due to a broken screw at the right l4 body. The screw was broken in the vertebral body which caused a non-union pseudoarthrosis. When the surgeon proceeded to remove the hardware at the contralateral side; a piece of titanium broke off on another one of the screws. The screws broke and a piece fell off, they were washed and sterilized. This report is 1 of 10 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date unknown, previously fused in late 2013 @l4-5 with synthes matrix. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.